Event description:
It was reported that "patient had pain since initial surgery. Replaced the insert. Noticed scarring and did some soft tissue work."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.